Event description:
It was reported that there was a day when the patient was going to the bathroom all the time. When she tried to reprogram the device, she wasn¿t getting anywhere and didn¿t get any screen, she put in a new set of batteries in the patient programmer, and she still wasn¿t getting anywhere so she contacted a manufacturer representative. The manufacturer walked her through programming. The patient¿s device was turned down pretty low for some reason or other and the manufacturer representative said there could be occasions when it seemed like it wasn¿t working. Stimulation was turned up to where it ought to have been. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0eebe, implanted: (B)(6) 2014, product type: lead. (B)(4).